Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, post sensed t wave oversensing and premature battery depletion on the implantable cardioverter defibrillator (ICD). It was also noted, via c arm was dislodgment the right ventricular (rv) lead. The physician elected to explant and replace the ICD and the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: for h6 coding for product not returning.